Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) of 446-507 mg/dl; cause was unknown. Elevated bg was addressed via manual injection and supply change. System check with tandem technical support confirmed that the pump and related supplies were functioning as intended. Tandem technical support recommended that customer consult with healthcare provider regarding elevated bg. Customer requested follow up to ensure bg was trending downward. Upon follow up, customer reported bg had elevated and was now 507 mg/dl. Customer declined further troubleshooting as extra supplies were not readily available and informed tandem technical support if bg did not begin to trend downward a manual injection would be administered to address the issue. Tandem technical support attempted to follow up with customer to ensure bg had lowered, however, was unable to reach customer.